Event description:
It was reported that an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator implanted: 2013 (B)(6); 694958 implantable tachycardia lead implanted: 2004 (B)(6); 5076-45 implantable pacing lead implanted: 2001 (B)(6).